Manufacturer narrative:
At this time, there have been no rec'd report that a serious injury, med intervention, or surgical intervention has occurred or is pending. The pt rep has not provided a means of continuing our investigation at this time, to date, this complaint has not been confirmed to the MFR by a med professional. Without info from a med professional or an explanted device, qa is precluded from commenting on this occurrence. The MFR is also unable to show that the device in question was mfg by this corp. Should add'l info and/or an explanted device become available, the file will be re-opened and re-evaluated, according to procedures.

Event description:
The pt is experiencing "frequent infection".